Event description:
It was reported that the device was used during a thyroidectomy. It was reported by the rep that the surgeon was experiencing clips flying out of the jaws of the mcs20 applier during the procedure. This happened with (2) other appliers. The 4th applier which is also being sent back worked fine, but they decided to use the weck single clip ligation to finish the case without further incidence. There was no consequence to the patient.